Event description:
It was reported that the marker would not deploy into the biopsy site. The physician was able to complete using another marker. There were no pt consequences reported.

Manufacturer narrative:
(B) (4). (B) (4). Introducer tube sheared off and detached. Eval summary: the analysis results of the mam3008 found that the tip of the introducer tube was received sheared off at the distal end and the piece was missing. In addition, the introducer tube was detached from handle. A corrective action has been initiated to address marker deployment issues. We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.